Event description:
Spontaneous call from patient to report that his ms3 pump lost programming due to battery running out. New pump sent. No interruption to therapy and backup pump still functional. Sn (B)(4). No other information provided. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.